Manufacturer narrative:
H.6. Investigation summary. Multiple photos were received and evaluated. The photos depicted: - six packages with loose foreign matter ¿ one with a hair-looking fiber and five with dark, mostly black appearing particulate which. The foreign matter was outside the fluid path and either on the bottom web or at the seal of bottom and top webs. Some of the particulate had possibly fuzzy fibrous appearance. The non-fibrous material had appearance similar to ink. However, a physical sample would be necessary for identification and/or testing. -one package was observed to contain an unshielded needle. - one empty package. -part of one package with a portion of the peel tab ripped at an angle. The visible seal appeared to be intact and not compromised, and the package appeared to have been cut correctly. The peel tab was partially ripped a short distance starting at one corner directionally along the short edge of the package. - one zoomed in portion of a top web of a package with puncture holes in it potential root cause: 1. Empty packages. Potential root cause for the empty package defect is associated with failure to properly reject product. It is possible the product was hand placed into cases, therefore bypassing the controls in place. This is possible due to reject shoot at the weight verification location not being properly labeled to include this defect. This station currently rejects for batch, material, barcode and weight discrepancies in the shelf carton. An operator may mistake a rejection for a false barcode rejection and accept without checking the product inside the box. 2. Foreign matter. Potential root cause for the foreign matter defect is likely a result of failure to reject product after adjustments were made. 3. Missing shield. Potential root cause for the missing shield defect is associated with the defective product from supplier and failure to reject potentially defective pieces during the packaging process. 4. Potential root cause for the puncture holes in the top web is associated with the needles without shield being packaged and present in the shelf carton. 5. Potential root cause for the damaged web defect is associated with the web jam at the knife station. Corrective action taken: 1.empty packages. The reject shoot will be clearly labeled to identify the potential defects for which a carton is being rejected. The controls in place were verified for functionality. Current controls include photo eyes for product presence in every cavity. The sensors functioned as intended. A fail-safe is in place and was tested to ensure machine stops and alarms if any one sensor fails. There is an in-process automatic weight verification of each shelf carton via a scale that verifies each carton¿s weight prior to sending it into the case carton. The scale was verified to be functioning correctly and was able to correctly reject cartons for a single strip with empty packages. No additional actions are recommended at this time for this defect. 2. Foreign matter. No corrective actions are necessary based on the defective rate identified. Batch 9052512 is considered in compliance with our product specification requirements. 3. Missing shield. Recent work had been done with the vendor to improve incoming product quality. In addition, on the line in-process improvements have been implemented to detect and reject defective product to reduce the chance of needles with missing shield being packaged. 4. Puncture holes. Refer to missing shield and damaged web. 5. Damaged web. No corrective actions are necessary based on the defective rate identified. Batch 9052512 is considered in compliance with our product specification requirements. Batch 9052512 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw packages were missing components. This was discovered before use. The following information was provided by the initial reporter: during co-packing safetyglide cannulas of supplier with csl product lot, the packaging operators observed nine device packages with missing components (needle shield). 5 out of these 9 did not even have any content. In addition, 58 blisters with foreign matter > 0.8 mm were found and 6 blisters show signs of damage. Csl is packing one safetyglide device in every csl product box. If the blister is empty and there is no needle in it, the csl product cannot be used. The patient will not have have the possibility to administer the live saving drug by choosing another safetyglide device, if the only co-packed device is missing. Csl classifies this finding as critical, because a missing needle shield could cause a damage of the sterile barrier (blister) by the unprotected cannula resulting in non sterile product. Questions to suppliers (with the request for short term written statement): 1. What are the reason for the 4 observed defects? 2. Did you find during release testing more defect samples with missing components than expected from this kind of material? 3. Are there inline camera systems to detect devices with missing components or empty blisters? 4. Based on the test results and your root cause, assess the impact of this finding to your general product quality and implement all necessary corrective actions to exclude this unacceptable finding in the future.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle sftygld 21x1-1/2 rb tw packages were missing components. This was discovered before use. The following information was provided by the initial reporter: during co-packing safetyglide cannulas of supplier with csl product lot, the packaging operators observed nine device packages with missing components (needle shield). 5 out of these 9 did not even have any content. In addition, 58 blisters with foreign matter > 0.8 mm were found and 6 blisters show signs of damage. Csl is packing one safetyglide device in every csl product box. If the blister is empty and there is no needle in it, the csl product cannot be used. The patient will not have the possibility to administer the live saving drug by choosing another safetyglide device, if the only co-packed device is missing. Csl classifies this finding as critical, because a missing needle shield could cause a damage of the sterile barrier (blister) by the unprotected cannula resulting in non sterile product. Questions to suppliers (with the request for short term written statement): what are the reason for the 4 observed defects? Did you find during release testing more defect samples with missing components than expected from this kind of material? Are there inline camera systems to detect devices with missing components or empty blisters? Based on the test results and your root cause, assess the impact of this finding to your general product quality and implement all necessary corrective actions to exclude this unacceptable finding in the future.